Event description:
Boston scientific received information that this left ventricular lead had dislodged, in addition, loss of capture was also noted. In addition, a dissection of the vein was noted. This lead was surgically abandoned, and will not be returned. A new lead was implanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.